Manufacturer narrative:
Sections with additional information as of 28-feb-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. H10: most likely underlying root cause changed from "mlc-28: there was not enough information to determine the mlurc" to "mlc-62: user had poor technique"

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-28: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for physical defect of test strips. Customer also stated the meter did not turn on when a test strip was inserted. This is replacement meter, reference case (B)(4). The customer feels well and did not report any symptoms. Medical attention was not required at an earlier time. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/26/2021. During the call, the meter did not turn on when a test strip was inserted.